Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694265 lead, implanted: (B)(6) 1998. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that pacing capture threshold in the right ventricle was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronically high rv (right ventricular) pacing impedance, but later there was a spike to further high levels. High threshold was also noted, along with confirmed lead fracture. The rv pacing lead was capped, and the pace/sense portion of the chronic rv defibrillation lead was reconnected to the device. Twos (t-wave oversensing) was noted on this lead, but it was programmed around and the lead remains in use. No patient complications have been reported as a result of this event.